Manufacturer narrative:
Continuation of d10: product ID 977c165, serial #: (B)(6), implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 05-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient had walking difficulty/immobility/loss of balance/unable to get out of bed, numbness. Hcp's office reported to rep that the patient had numbness in their legs and so they advised the patient to go to the nearest emergency room. The device was only recently implanted so it had not been turned on at this time. Hospitalization was also reported.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from another manufacturer representative (rep). Rep reports the lead was removed due to walking difficulty/immobility/loss of balance/unable to get out of bed/possible epidural hematoma. Rep provides the timeline (B)(6) 2025 rep arrived at hcp's office for an anticipated follow-up appointment. The patient was a no show. (B)(6) the rep inquired if patient ever called to make a follow-up appointment, rep was told that the patient had their lead explanted. Rep reports the patient has an appointment on (B)(6) 2025 to discuss re-insertion of a lead or removal of the implantable neurostimulator (ins). Rep reports removal of the lead resolved the patient's symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that a small epidural hematoma was removed and the patient had their sutures removed. The patient had not yet made a decision on if they would explant the stimulator.